Event description:
The patient reported experiencing a blood glucose of 3.2 mmol/l with sweating, disorientation, and lip numbness. The patient reported treating the low with oral carbohydrates and the patient's bg resolved to 6.4 mmol/l. Customer support reviewed the pump with the patient. The patient confirmed that the pump settings were correct and the prime history was appropriate. Customer support advised the patient to follow up with a diabetes educator regarding the pump settings. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4): no insulin delivery or functional defects were found with the returned pump. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient. There were no pump conditions or alarms indicating a malfunction that were recorded in black box or alarm history, only typical usage alarms and warnings were observed. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.